Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that it was possible that the patient had lightheadedness associated with their device. It was noted that this was not something the patient's health care professional (hcp) had heard of. The patient had bouts of lightheadedness before and wasn't directly relating the device with their lightheadedness and vertigo. It was reported that patient had a shocking or jolting sensation. It was noted that the patient agreed that it may have just been a change in their position. The patient's device was working well so far and the patient just wanted to ask general questions about the therapy because they were just implanted last week. Additional information received reported that the stimulation was too high at 0.5v and the patient adjusted to 0.3v on program number 1. The patient felt a little urgency but the stimulation felt better. It was noted that patient education of their programmer resolved the stimulation too high issue.